Event description:
In 2007, the lay patient contacted lifescan (lfs) alleging that her one touch ultra smart meter does not turn on. The complaint was classified based on the customer care advocate's documentation. The patient uses insulin; however, her specific diabetes treatment regimen was not provided. The patient said the reported meter stopped working on the morning of two days earlier. The patient was taken to the ER on august 15, 2007 when she was not feeling well; she was tired, urinating a lot, having stomach pains, nausea, and a yeast infection. A laboratory result of 346 mg/dl was obtained at the ER. The patient was treated with humalog 75/25 insulin, dose unknown. The cca noted that the patient changed the meter battery per the owner's manual. The meter did not turn on when the power button was pressed or when a test strip was inserted into the test strip port. The meter, test strips, and control solution were replaced. The complaint is reported because the patient alleges she was unable to obtain a reading on the lfs product and later experienced symptoms and a hyperglycemic laboratory blood glucose reading. She claims she was treated with insulin in the ER.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.